Event description:
Pt had bilateral iliac aneurysms. Leg grafts were sized to land in the external iliac arteries. Post angiogram of the device placement noted a proximal type I endoleak. Another MFR's stent was deployed at the proximal portion of the main body graft to increase the radial force within the vessel and ensure an improved graft to vessel apposition. Placement of the proximal stent was successful in resolving the endoleak. Due to the anatomical condition of the vessel, in order to improve the patency of the graft lumen, another MFR's stent was deployed at the junction of the limbs of the main body graft and the iliac leg graft. Placement of stent noted an improvement in the expansion. In order to assist in straightening the vessel and preventing a kinking of the graft, due to the tortuosity, another MFR's leg graft was deployed within the lumen of the iliac leg graft, extending through the lumen at the location of the noted impingement. Please refer to 1820334-2004-00460 for additional info.